Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger.

Event description:
The consumer reported that the connector was broken/bent/loose. It was reported that the ac adaptor had the connector broken off. The patient reported that their stimulator was out of power. No out of box failure was reported. There was no medical or therapy problem was reported. No symptoms were reported. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.